Manufacturer narrative:
The device was returned for evaluation. The blood leak in the returned device was confirmed. The cause is a fiber leak.

Event description:
This is follow-up to the previous report 3011468686-2023-00018. Additional information indicated the oxygenator was used for an hour after the reported blood gas path leak. The device was changed out. It was reported that approximately 300ml of blood was lost before and during the change out. The clnician reported that blood products were administered to the patient. No further information was reported.

Event description:
On (B)(6) 2023, after 30 minutes use of a nautilus smart oxygenator there was a reported blood gas path leak. There was no adverse patient effect.

Manufacturer narrative:
The device was not returned for investigation. Without evaluation of the device a root cause can be determined.